Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Some of the complications reported were residual shunt, aortic valve regurgitation and death; these complications are anticipated for the procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on available information and due to the limited information available from the article, the cause of the reported residual shunt and aortic valve regurgitation could not be conclusively determined. Death was related to commodities of the infant requiring on-going ECMO support and resulting in bleeding. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B2: death date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter occlusion of the neoaorta to augment mechanical circulatory support after stage.

Event description:
N/a.